Event description:
It was reported a distal embolism occurred that required additional intervention. The 100% stenosed, moderately tortuous, and severely calcified vessel was located in the distal superficial femoral artery (sfa). Two jetstream? Sc catheters were selected for use in an endovascular therapy (evt) procedure to treat lower extremity arterial disease (lead). During the procedure, both of the devices functioned as expected. The patient experienced a distal embolism that required additional intervention. The additional intervention included embolization in the arterial tibial artery (ata) and aspiration to remove the debris. The debris was successfully retrieved, and the procedure was completed with the original device.

Manufacturer narrative:
D4 - lot number: updated with additional information received through the good faith effort process. Investigation results: the complaint device was not received at the complaint investigation site (cis) for analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported a distal embolism occurred that required additional intervention. The 100% stenosed, moderately tortuous, and severely calcified vessel was located in the distal superficial femoral artery (sfa). A jetstream? Sc and jetstream xc catheters were selected for use in an endovascular therapy (evt) procedure to treat lower extremity arterial disease (lead). During the procedure, both of the devices functioned as expected. The patient experienced a distal embolism that required additional intervention. The additional intervention included embolization in the arterial tibial artery (ata) and aspiration to remove the debris. The debris was successfully retrieved, and the procedure was completed with the original device.